Event description:
It was reported that during an unspecified procedure, a vessel dissection occurred. The lesion was located in the left coronary artery. The physician attempted to pre-dilate the lesion with the apex otw 20mm x 2.50mm. It was not reported how many inflations were made with the balloon or how many atms were used with each inflation, however, a dissection occurred in a marginal coronary artery. The physician was unable to use another device to access the dissection site. The procedure was not completed due to this event. The pt was sent to surgery for a coronary artery bypass graft (CABG) procedure. The patient's current post-procedure status is unknown. Additional info has been requested, but not yet received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.